Event description:
It was reported that a farawave was selected for use during a pulsed field ablation (pfa). During procedure, when the guidewire was inserted into the farawave, it encountered resistance when exiting the catheter. The guidewire got stuck. Force had to be used to remove the guidewire. A friction hindering the device's use during the procedure was noted. Hence, it was decided to replace the device. The procedure was completed successfully. No patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a farawave was selected for use during a pulsed field ablation (pfa). During procedure, when the guidewire was inserted into the farawave, it encountered resistance when exiting the catheter. The guidewire got stuck. Force had to be used to remove the guidewire. A friction hindering the device's use during the procedure was noted. Hence, it was decided to replace the device. The procedure was completed successfully. No patient complications. The device is expected to be returned. It was further reported that the catheter never entered the patient's body. The issue occurred during preparation, while out of the patient body.